Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the increased number of sensing integrity counter (sic) episodes was observed on right ventricular (rv) lead along with mirror image on right atrial (ra) lead and rv lead as known issue since the implant. Both leads remain in use. No patient complications have been reported as a result of this event.